Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm or replace battery now alarm noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was 185 mg/dl at the time of the incident. Troubleshoot was performed for replace battery now alarm. Customer stated that they did get low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.